Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-00556 this complaint will be closed as duplicate.

Event description:
It was reported to philips that the system would not turn on. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.